Event description:
Developed an infection in her left knee which came back positive for mycobacterium abscessus complex [arthritis bacterial] ([knee pain], [knee swelling]). Infection in her left knee which came back positive for mycobacterium abscessus complex [mycobacterium abscessus infection]. Case narrative: initial information received on (B)(6) 2022 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The case is linked with (B)(4) (multiple devices). Patient received 3 bilateral injections of synvisc on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. On (B)(6) 2022, the patient received 3rd bilateral injection of hylan g-f 20, sodium hyaluronate (lot - arsp012, expiry 2023-04-30, dose, frequency, strength, route) for product used for unknown indication. Patient returned to the office on (B)(6) 2022 complaining of swelling and pain in her left knee (arthralgia, joint swelling; unknown latency/onset) at which point fluid was obtained for testing. Final culture was reported on (B)(6) 2022. Patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (arthritis bacterial, mycobacterium abscessus infection; onset: (B)(6) 2022; latency: 5 months 12 days). Seriousness criteria: medically significant for the event. Action taken: not applicable for the event. Corrective treatment: not reported for the event. Outcome: unknown for the event. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Developed an infection in her left knee which came back positive for mycobacterium abscessus complex [arthritis bacterial] ([knee pain], [knee swelling]) infection in her left knee which came back positive for mycobacterium abscessus complex [mycobacterium abscessus infection]. Case narrative: initial information received on (B)(6) 2022 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The case is linked with (B)(4) (multiple devices). Patient received 3 bilateral injections of synvisc on (B)(6) 2022. On (B)(6) 2022, the patient received 3rd bilateral injection of hylan g-f 20, sodium hyaluronate (lot - arsp012, expiry 2023-04-30, dose, frequency, strength, route) for product used for unknown indication. Patient returned to the office on (B)(6) 2022 complaining of swelling and pain in her left knee (arthralgia, joint swelling; unknown latency/onset) at which point fluid was obtained for testing. Final culture was reported on (B)(6) 2022. Patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (arthritis bacterial, mycobacterium abscessus infection; onset: (B)(6) 2022; latency: 5 months 12 days). Seriousness criteria: medically significant for the event. Action taken: not applicable for the event. Corrective treatment: not reported for the event. Outcome: unknown for the event. A product technical complaint (ptc) was initiated, and the results were pending for the same. Upon internal review on (B)(6) 2022 from other healthcare professional. The cases (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) has been merged in case ID (B)(4).